Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 268 mg/dl without a downward trend and inquired about announcing a meal to lower glucose; the user also reported two bent infusion set cannulas and difficulty turning a connector adapter associated with lot number 34139. Symptoms included hyperglycemia and feeling unwell with frustration. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included review of user-reported device performance and infusion set issues with guidance provided. Investigation of this case revealed a possible infusion set or connector interface issue consistent with bent cannulas and reported connector resistance, though the precise cause could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.